Event description:
Customer reported cetuximab was infusing and the fluid dripped down the tubing due to a slice in the tubing below the filter near the slide clamp. Product has been requested but not returned. If new information is received a follow up report will be sent.

Manufacturer narrative:
This report was filed by the manufacturer.